Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The unit was opened and the technician identified that the pump was blocked. The pump would not rotate freely and attempts to unblock it were unsuccessful. No evidence of calcification or rust were observed. After further troubleshooting, the issue was traced to mechanical damage to the bearings. The pump was replaced and no further issue were identified. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during setup. There was no patient involvement.